Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the main lamp not igniting but the spare lamp operating could not be identified. However, it¿s likely the cause is related to an abnormality in the main lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The customer was advised to replace the main lamp as per the product's quick reference guide. The customer did not require any additional advice or action. If the device is later returned, an evaluation will be performed and a supplemental report will be filed.

Event description:
The customer reported the evis exera iii xenon light source had the emergency lamp indicator light on; this showed the main lamp was not working. The intended procedure was completed with no delay. No adverse effects to patient reported.